Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level. Customer's continuous glucose monitor read "low," however, specific blood glucose (bg) value was not provided. Customer consumed carbohydrates to address bg. Reportedly, low bg was due to the pump settings needing adjustment. Tandem technical support educated customer and advised them to consult with their healthcare provider regarding pump settings.